Event description:
A report was received stating that the tracheostomy tube was found leaking during pt use. It is unk how long the device was in use. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.